Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-00435, related manufacturer reference number 3006705815-2021-00436. It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. Additional follow-up information identified that patient¿s leads migrated. As a result, surgical intervention was undertaken wherein the ipg and leads were explanted and replaced. Effective therapy was restored post operatively.